Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. The user facility discarded the device.

Event description:
The customer alleges during a procedure, there was a leak in the bag. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation; however, the customer provided photos of the sample. The photos showed fluid leaking from the bottom of the drainage bag around the location where the drain tube connects to the bottom of the bag. The drain tube was wrapped in tape at this location, which prevented a clear view of the actual leak site. Although the customer's photos showed fluid leaking at the bottom of the bag, the exact location and cause of the leak could not be determined from the photos. A DHR record review performed for the drainage bag did not reveal any manufacturing related issues. The probable cause of the drainage bag leak could not be determined based upon the information provided and without the actual sample. If the sample is returned a follow-up report will be submitted with investigation results.

Event description:
The customer alleges during a procedure there was a leak in the bag. No patient harm or injury reported.